Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the error code 1340 occurred. The event occurred during priming at the patient's home. There was no reported patient involvement.

Manufacturer narrative:
E1: initial reporter phone; (B)(6). Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause is due to an anomaly in the program of the device. The program was reinstalled.